Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported a patient with rainbow glare in the right eye one week post uneventful lasik. Patient continues to be monitored.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Log file review shows that the inclined offset was changed from +35um by z-offset -505um to +25um by z-offset -520um during pm (preventive maintenance) and then it was changed from +25um by z-offset -520um to +23um by z-offset -510um during another pm a month later. The change of offset at first pm visit may have lead to a thinner flap. The root cause for rainbow glare could not be identified conclusively. Rainbow glare is a known side effect of femto treatments and described in company procedure manual. Rainbow glare is known to appear in thin cuts more often when compared (B)(4).